Manufacturer narrative:
Other applicable component is: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from an unknown foreign healthcare professional reported there was a technical issue and lead dislodgment. The event occurred after the implant procedure. Event management included relocation of the quadripolar lead.

Manufacturer narrative:
Update: the implant date of the other applicable component (the lead) has been updated to (B)(6) 2008.